Event description:
It was reported that: "the pt had total left hip replacement done in 2009. Pt has continuous pain in his leg, back and hip. Pt has been experiencing extreme constant pain. He stated when he twists he feels like his hip pops in and out of place. Pt stated it will be ok to contact his surgeon but he is not going to release his medical records."

Manufacturer narrative:
If additional info becomes available, then, it will be submitted in a supplemental report.